Manufacturer narrative:
Repeated attempts to have the device returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received info alleging a bipap s/t c series had low pressure. The patient went into acute respiratory failure and was admitted to the hospital. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.